Event description:
Pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Insulin delivery was suspended due to the alarm, and customer was advised to clean speaker holes and reconnect the cartridge. However, after reconnecting the cartridge and waiting, insulin could not be resumed. A new cartridge was loaded, but the alarm recurred, prompting further instruction to wait two hours for moisture evaporation. Cts planned a follow-up.